Manufacturer narrative:
Evaluation summary: no probe was returned. For this complaint file, the final customer lot was identified. For this final lot, nine component probe lots were used to make up the final lot. A device history record review for each of the component probe lots was conducted. According to the device history record review, two lots were reprocessed for an anomaly that did not contribute to the customer complaint. Seven lots had no anomaly found based on the device history record reviews. The product was released based on manufacturer acceptance criteria. Because a sample was not returned and the lot information indicates the product was released based on manufacturer acceptance criteria, the root cause for the customer complaint issue cannot be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A (B)(4) coordinator reported that a cutter did not work during a vitreoretinal surgery. Additional information has been requested. This is one of three reports being filed for the same issue. This report is for the first event that occurred on an unknown date.